Manufacturer narrative:
Batch review performed on 21 november 2020: lot 177152: (B)(4) items manufactured and released on 07-mar-2018. Expiration date: 2023-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager: femoral fracture detected 2 days after cementless total hip arthroplasty in an elderly woman ((B)(6) year old). We cannot tell if fracture occurred during or after surgery. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
7 days after surgery femur fracture was noticed. The fracture was not noticed during surgery and it is unknown when it occur. Femur was successfully revised one week after primary surgery.

Event description:
2 days after surgery femur fracture was noticed. The fracture was not noticed during surgery and it is unknown when it occur. Femur was successfully revised 2 days after primary surgery.